Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced right leg pain post permanent implant. Patient underwent surgical intervention wherein the right lead was explanted to address the issue. Therapy was established with the left lead.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.